Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the retaining ring which attaches the lighthead to the spring arm was not in place resulting in the reported event. The lighting system is not under steris service agreement; the user facility's third-party service provider is responsible for all maintenance activities. The user facility elected to have their third-party service provider replace the retaining ring. No additional issues have been reported.

Event description:
The user facility reported that during cleaning activities one of the lightheads to their harmonyair g series surgical lighting system detached from the spring arm. There was no patient in the room at the time of the reported event. No report of injury.